Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the device could not be delivered because the shaft was kinked. The impella 5.0 placement was aborted, and the patient was implanted with an impella cp. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.